Event description:
It was reported that the device went into backup vvi mode with no defibrillation capabilities. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of reset was found to be caused by low battery. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and in the automated test system; no anomalies were found and the device met all specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.